Event description:
No additional information.

Manufacturer narrative:
Correction: additional annex a code added.

Manufacturer narrative:
The complaint that the needle does not fully retract into the safety shield with subsequent bleeding was confirmed and the cause appeared to be manufacturing related. Representative samples from lot 5057908 were received in sealed unit packages. A functional test of the safety mechanism revealed that some needles fully retracted, the retraction times were within specification, and no leaks were noted at the septum. For other needles, the flash notch became caught on the blood control valve upon activating the safety mechanism, which kept the valve in an open position and would allow blood to leak. As the partially retracted needles were keeping the valve in the open position, the leak was confirmed from circumstantial evidence and considered a cascading event. As the samples from sealed unit packages failed to fully retract, the complaint was confirmed, and the cause appeared to be manufacturing related. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle would not retract into the safety chamber. Nurse continued to push the white retract button a few times, then slowly withdrew the needle out of the catheter. Once the needle was almost out of the catheter it finally retracted back into the safety device. As the needle retracted, blood shot out onto the patients arm and bedding.